Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (3200 mcg/ml at 450 mcg/day) via an implanted pump. The indication for pump use was lumbar radiculopathy and non-malignant pain. On (B)(6) 2018 it was reported that the empty pump alarm was occurring. The patient had missed her pump refill visit due to issues getting to the refill appointment. The patient had some withdrawal type symptoms and now her pain was ¿real bad¿. Per the hcp, the patient became symptomatic last week, and the empty reservoir alarm occurred 2 days ago. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 29-may-2018 from a healthcare professional (hcp) who reported that the pump was lowered to the lowest programmable rate and they lowered the ptm (personal therapy manager) dose after refilling the pump. The patient was advised to seek care if over sedated or come back to the clinic if not enough pain relief. No further complications were reported/anticipated.